Manufacturer narrative:
Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s.

Manufacturer narrative:
B3-date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received.

Event description:
Related manufacturer reference number 1627487-2023-02579. It was reported patient experienced ineffective therapy due to lead migration. Surgical intervention was undertaken where in the leads were explanted to address the issue.